Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: opening, crease flat, calcification. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported left side "pain and swelling." Removal of textured device for smooth. Device was explanted.